Event description:
A patient presented to the emergency department (ed) undergoing CPR (cardiopulmonary resuscitation). Patient was in asystole for a few minutes then went into a ventricular tachycardia rhythm that could be defibrillated. The ed rn charged the defibrillator, with sync button on the first time and accidentally pushed the buttons on the paddles instead of the multifunction cable to discharge. It did not discharge for this known reason the first time. The rn turned off the machine (defibrillator) and recharged without the sync button, pushing the buttons on the multifunction cable to discharge and the discharge did not occur. The first rn enlisted the charge rn to double check everything and the device would not discharge with the 3rd attempt either. A new device was then used and worked fine. Patient's condition was such that the short delay did not contribute to this patient's demise. It is known that the equipment is greater than 10 years old so is most likely getting to its end of use time. It is also known that in the heat of the moment, there could have been something performed incorrectly, although we will never know. The rns involved are skilled and detailed. Report is being made in case others might have the same issue.